Event description:
Reportedly, the pi55 3.5 was fired by surgeon and an incomplete staple line was noticed. The pi55 cartridge was found not to have fired several staples from the middle of the cartridge. Restapled to complete the case.